Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The knob (which was returned) was detached from the power supply. The receptacles appeared intact. No other visual defects were observed. Based on the condition of the device upon return and the inspection results, the reported failure break was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply was noticed to be missing the knob on the front. The knob was located, but could not be attached back onto the device. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply was noticed to be missing the knob on the front. The knob was located, but could not be attached back onto the device. A replacement device was used to complete the procedure. No patient involvement.